Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure; the vessel sealer extend would not open or close. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the instrument jaws were not stuck on tissue when the issue occurred. There was no unexpected tissue removal and no bleeding observed. The instrument worked for 45 minutes prior to the issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was found to have a loose snake wrist cable at the proximal end. As a result, the instrument failed recognition. There was no damage found to the snake wrist cable or the clamping pulley. The probable root cause is attributed to the component susceptibility to damage. This issue can be resolved by using an alternate instrument to complete the procedure.